Event description:
It was reported that the clinician asked technical support (ts) to view a remote website transmission and explain why the atrial and ventricular electrogram (egm) seen on their most recent non-magnet remote website reports, are identical. Ts explained the possibility of a superimposed egm issue to the clinician. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.